Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, uterine bleeding and polycystic ovarian syndrome. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), headache ("migraines / headaches"), migraine ("migraines / headaches"), anaemia ("blood or heart disorder/condition type: anemia"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue,"), abdominal pain ("abdominal pain") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingectomy oophorectomy (one side removal of ovary)). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, headache, migraine, anaemia, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, abdominal pain and female sexual dysfunction had not resolved. The reporter considered abdominal pain, anaemia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6). The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: result was not recall. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2019: pfs and mr received. This case became valid after addition of events specified in pfs. The previously reported event injury was replaced with events from pfs: abnormal bleeding (vaginal, menorrhagia), migraines / headaches, blood or heart disorder/condition type: anemia, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, pelvic pain, weight gain and abdominal pain. Essure insertion date was updated. Removal date was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.